Event description:
It was reported that the pump exhibited a force sensor background test and that the bottom case was broken. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other text: one device was returned for analysis. Visual inspection showed a chipped top case at the corners, cracked bottom case where the l-bracket attached, cracked battery door and right plunger case, and that the pump did not power on. The tamper seal was removed. Visual inspection and attempted to power on the device were performed as part of the functional test and the reported issue was duplicated. The damaged to the device was confirmed however the reported issue of the force sensor bgnd test was unconfirmed due to power up issue. The damaged was caused by impact. As a result, the bottom case and force sensor, plunger cable and plunger board were replaced. A service history review identified no indication that the complaint was related to a service of the device within the review period.